Manufacturer narrative:
Follow up to be sent if additional information is received

Event description:
The dealer states that the bed has 5 bent lateral supports running from the foot spring section, side to side. The dealer has no further information to provide.